Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of deformation at the distal tip of the dilator was confirmed and the damage appeared to be associated with use of the device. One 15cm trialysis catheter was returned for investigation. Two guidewires and two 14fr dilators were also returned for investigation. The samples exhibited evidence of use. The distal tip of each dilator exhibited plastic deformation. The material flared to one side at each tip of the dilator. One guidewire was bent 21.5 cm from the proximal weld tip and kinked 34.3 cm from the proximal weld tip. The other guidewire was kinked 27.6 cm from the proximal weld tip. What appeared to be blood residue was observed on the catheter, dilators, and guidewires. The outside diameter of each guidewire was within specification. The observed deformation at the tip of each dilator is consistent with wear against a guidewire. The kink and bending of the wires indicates complications during the procedure. Due to evidence of use and deformation that is consistent with wear against a guidewire, it was determined that the dilators were damaged during use. A lot history review (lhr) of reep4226 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reep4226) have been reported from the same facility in (B)(6).

Event description:
It was reported that the dilator could not be inserted as the tip of the dilator was damaged. It was further reported that another device was used to complete the procedure. There was no reported patient injury. 04/13/2021- two dilators were returned for evaluation. This report addresses the second dilator.